Event description:
The patient reportedly had poor external headpiece retention. The patient was placed on oral antibiotics (type unknown). The patient presented some swelling at the implant site. The patient was admitted into the hospital and stayed overnight and treated with six rounds of i.v. Antibiotics and sent home on oral antibiotics (types unknown). In a follow-up office visit on (B)(6) 2013, the site was drained of very old blood that was sent to the lab. The patient reported pain. The patient is hearing with the device. The patient is being monitored.